Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic resctosigmoidectomy procedure, the anvil broke. The device was difficult or unable to load, close and open. The product was replaced for other the same code to complete case. There was no patient injury.